Event description:
Original surgery: 10-12 years ago. Revised 5 years ago. Per telephone call, family member states pt had a knee revision. No complaint stated. Wanted monetary compensation. Referred to another MFR.